Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported percutaneous intervention was required to treated the event. Mrs score: 0.

Manufacturer narrative:
Continuation of d10: product ID react-71 (b492641); product type: ; implant date n/a; explant date n/a product ID 105-5081-153 (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the site has indicated that embolization to a new vascular territory occurred during the index proc edure on 07-nov-2023. The patient was undergoing mechanical thrombectomy for treatment of an acute ischemic stroke of the right middle cerebral artery. The access vessel was the femoral artery. The nihss was 11 at baseline and 4 post procedure. The tici score was intermediate at baseline and 3 post procedure. There were 2 passes with the device. Ancillary devices include a rebar 18 microcatheter.

Event description:
Additional information was received that the potential complaint type updated to "distal embolization within the same vascular territory during procedure" in the procedure form. The m2 segment of the tight inferior middle cerebral trunk was occluded and thrombotic advance was considered during procedure. The event was not a recurrent or new stroke. The event did not result from a device deficiency. There were no actions taken or any treatment. The event was recovered/resolved on (B)(6) 2023. The site assessed as not related to the devices or procedure, however, the sponsor assessed as causally related to the study procedure and possibly to react device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.